Event description:
It was reported that the patient has expired after an implant duration of approximately zero days. Through follow-up with the health-care provider, it was learned that patient had aortic root endocarditis. Unfortunately, the cause of death remains unknown. Per the operative report of 2009, at the end of the operation "there was a significant amount of bleeding coming from the junction of the aortic valve and mitral valve." The patient's condition continued despite the surgeon's efforts. "At this time, given the grave nature of the situation and the fact that I did not think that the patient was an appropriate candidate for lvad placement, we decided that there was no way that the patient would survive this....at this time, after several other attempts, we decided to withdraw support in the operating room. The patient was separated from cardiopulmonary bypass and decannulated. However, she continued to gradually deteriorate with her blood pressure and eventually the heart stopped. The patient was pronounced in the operating room at 2:00 p.m."

Manufacturer narrative:
The device is unavailable for evaluation as it is still implanted.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The customer contact reported that the ac receptacle located on the back of the device was found to be "burned." Reportedly, when the device was plugged into the electrical outlet, it "short circuited." The device was not in pt use at the time of the event. The customer reported that there was no injury to the hospital staff. During testing by the user facility, the ac receptacle located on the back of the device was found to be "burned." Though requested, no add'l info was provided.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 266 mg/dl, 288 mg/dl, 48 mg/dl, and 38 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), the operative report was received. A device history record review is in process.